Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding redo transcatheter aortic valve implantation inside of a degenerated non-medtronic bioprosthetic valve. The study population included ten patients with a mean age of 76 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; six patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve inside the previously implanted non-medtronic bioprosthetic valve. Among all medtronic valve patients adverse events included: high gradients >20 mmhg and moderate paravalvular leak (pvl). There was no statement of intervention for any of these patients. No further information was provided pertaining to medtronic products.